Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that their device lost power on two occasions. The customer did not indicate that this issue was observed during any patient use. No additional event information has been made available.